Event description:
The international customer reported the ventilator failed the safety valve test during testing due to safety valve cannot open. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The distributor's service technician replaced the 3 station solenoid assembly to address the finding. Failure to open the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during patient use.

Manufacturer narrative:
Part requested but not received.